Event description:
A medtronic representative reported that during a cranial resection procedure, the surgeon alleged the navigation system. The surgeon verified the accuracy after successfully registering the patient and was accurate. After going sterile and creating the skin flap, the surgeon stated the navigation system was approximately 1 centimeter inaccurate; the navigation system was showing the probe instruments 1 cm above the skin. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was only able to reproduce the same kind of measurable inaccuracy was to cause the navigation system vertek arm to move, using excessive force while putting on and removing the reference frame. The medtronic representative, following up with the site, discussed the event with the surgeon and the staff and all agree that the navigation system vertek arm must have moved after the registration, when switching to the sterile frame. The medtronic representative reeducated the staff about proper technique on placing and removing the reference frame. The medtronic representative reported there have been no further issues reported.